Event description:
Initial result for a patient vitamin b12 was 130.4 pg/ml. When repeated, the result was 418.3 pg/ml. The incorrect result was not used to guide therapy. The field service representative found the sipper was malfunctioning and repaired the instrument by cleaning the flow path.